Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported system error 105 at power up and was caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any pt injury or involvement is unk.